Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A delivery test was conducted with the direction of solution flowing properly when exercising the hand pump. In addition, air in the chamber flowed back into the solution bag when the hand pump was exercised. Therefore, the reported condition was confirmed; however, since the set was supposed to be performing in this manner, there was no actual defect. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
Customer reported to baxter that fluid and drug ran back up into bag and pump chamber regarding one unit of a blood/solution infusion set w/clearlink and hand pump. There was no patient injury or medical intervention associated with this event. Acutal sample is available for evaluation. There is no additional information available regarding this report.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.